Event description:
Patient received revanesse versa + (w/ lidocaine) (lot 241123) in the nasolabial folds and oral commissures via microcannula on (B)(6) 2025. Was fine up until early (B)(6) 2025; she noticed sudden onset of palpable nodule development on the areas treated. The nodules are palpable, non-tender, and non-erythematous. Patient was offered to resolve product but wanted to hold off since she does like the results not just the palpable nodules.